Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is monitored and has not been revised to date. Since no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised. Since the date of the implantation has not been provided, this case might be related to the issues for which zimmer implemented a correction in july 2008, hence there will be no further investigation and zimmer (B)(4) will close this case. (B)(4).

Event description:
(B)(6) male patient reported that he received a durom hip, left side, (exact date not reported) and states that he has "metal on metal and fluid around the implant." Patient also complained about pain on his left hip. The patient is currently being monitored.